Manufacturer narrative:
A ge svc rep performed an on-site investigation. The interconnect cable was evaluated and found to be loose and was repaired. The gib pcb connectors were also evaluated and reseated. The 5vdc power supply was evaluated and then calibrated to the optimal operating voltage. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.